Manufacturer narrative:
The device with the lens was returned loose in a biohazard bag. The plunger lock and lens stop have been removed. The plunger is oriented incorrectly. There appears to be excess viscoelastic observed the device, present on the exterior at far end of loading area. There appears be dried blood on the exterior of tip at the depth guard and inside the tip. The plunger has advanced the lens. The lens was located just inside the nozzle entry area. The trailing haptic is extended backward along the top of the plunger. The leading haptic is extended and adhered to the interior ceiling in dried solution. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. The device was returned and the lens was advanced to just inside the nozzle entry area. The root cause for the reported ¿lens stuck¿ cannot be verified. The device was inspected and the plunger was oriented incorrectly upon return. It cannot be determined if the plunger was retracted from the device and reinserted incorrectly. The plunger was potentially oriented incorrectly during the assembly process. Plunger placement is conducted with a plunger/main body assembly fixture. The fixture is designed to ensure the proper orientation and placement of the plunger in the device. Evidence was observed which may indicate the lens and plunger were advanced and retracted. There appears to be blood in and on the nozzle tip. Per the dfu the nozzle is not to be inserted until the lens has been advanced to the fill line. In addition, the device appears to have been overfilled with viscoelastic. Filling of the designed free space between the optic edge and the trailing haptic with ovd prevents the trailing haptic from being placed properly. Lens may be moved out of position by excess ovd resulting in misfolding. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the preloaded device did not dispense the lens. There was patient contact, but no patient harm. Additional information was requested.